Event description:
It was reported that the patient experienced a shocking sensation, "a few times a day." The shocking occurred with the stimulation on and off. Additional information had been requested, but was not available as of the date of this report.

Event description:
(B)(6). I saw patient soon after this event. Currently the stimulator is off and her hcp is planning to explant the device. She is not currently receiving shocks.

Manufacturer narrative:
Concomitant medical products: programmer model 37743 serial# (B)(4); lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: na.